Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported noise was observed on the right ventricular (rv) channel. The noise was oversensed, which resulted in non-sustained ventricular tachycardia episodes. It was determined the noise episodes were short, since there were no recorded ventricular tachycardia events. It was noted, during the previous device check, the rv lead was programmed from bipolar to unipolar. The impedance value gradually increased to around 1800 ohms. It was suspected the associated rv lead was damaged, but this was not confirmed. The exact cause for the clinical observations still remains unknown. At this time, the physician plans to continue monitoring the patient, the pacemaker system remains in service, and there were no adverse patient effects reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that, during a recent follow-up check, the right ventricular (rv) lead impedance value increased to about 2000 ohms. It was noted the patient had no intrinsic beat, so lead replacement was scheduled. Further information was provided that this pacemaker and associated rv lead were explanted and replaced. No additional adverse patient effects were reported.